Event description:
Subsequent to the previous medwatch reports, it was reported that the 3.0x18mm xience xpedition stent implant was deployed and remains in the target lesion. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, it was reported that the patient was in a coma since the CABG procedure and a percutaneous cardiopulmonary support (pcps) pump was placed. The patient has regained consciousness and was transferred to recovery. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide wire: sion, fielder fc, conquest pro 12; guide catheter: heartrail jl 3.5 (6-french). It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: before use, prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system' pull negative for 30 seconds; release to neutral for contrast fill. Purge the inflation device/syringe of all air. Repeat steps until all air is expelled. The device was returned for analysis. The shaft separation was confirmed. The difficult to position the guide wire, inflation/deflation difficulties, and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for difficult to position the guide wire, inflation/deflation issues, difficult to remove, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery. After placement of a non-abbott guiding catheter and a non-abbott guide wire, pre-dilatation was performed with a 2.5x15mm non-abbott balloon dilatation catheter (bdc) at 12 atmospheres (atm). The 3.0x18mm xience xpedition stent delivery system (sds) was not prepped outside the patient's anatomy before use. The sds met resistance during advancement over the non-abbott guide wire; however, the sds was advanced to the target lesion using slight force. The sds was inflated to 10atm; however, the pressure immediately reduced to 8atm. Approximately 20 seconds later, an attempt was made to deflate the sds; however, the sds did not deflate. Several attempts were made to inflate and deflate the sds; however, the sds still did not deflate. Resistance was met during removal of the sds; however, it is unknown what the resistance was with. The guiding catheter was advanced to the proximal edge of the sds balloon to remove the sds with force; however, the sds distal shaft separated. The patient experienced a myocardial infarction (mi), which was treated with coronary artery bypass graft (CABG) surgery. The separated distal shaft was surgically removed, and the patient remains hospitalized. The target lesion was not treated and it is unknown when the patient will be discharged. There was no additional information provided.